Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, a sales representative reported via email that an ar-2290 proximal tenodesis implant system experienced an issue during use. When attempting to deploy the sub-pec button, the button released prematurely. Attempts to re-thread the button onto the inserter were unsuccessful, as the threads would not hold the button in place despite multiple attempts. The implant was abandoned, and a new implant kit was opened to use a new button and inserter. After the procedure, additional attempts were made without success. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 10/20/2025: during a shoulder arthroscopy with sub-pectoral tenodesis performed on (B)(6) 2025, the button prematurely detached while being inserted into the patient. The button was removed, and an attempt was made to reattach it to the inserter, which was unsuccessful. As a result, the anchor was removed and not reinserted. No pieces broke off inside the patient due to the issue, and there were no retained fragments. The surgery experienced a brief delay of approximately 8 minutes due to efforts to re-thread the button. The surgeon ultimately discontinued use of the initial implant and opened a new one, completing the procedure without further issues. No additional anesthesia was administered, and no photographs were taken of the event.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2290 batch 15484782 was received for evaluation. Visual inspection revealed no damage to the devices. However, the device was received without the button attached to the tip. A functional test was performed by inserting the needle inside the shaft the most likely cause of the reported failure is a user error. Direction for use dfu-0314-eor3_fmt_en. Biceps tenodesis implant systems g. Precautions 3. Loop and button should be properly oriented during passing and fixation, per technique guide, in order to function properly.